Manufacturer narrative:
Concomitant medical products: t510c33 tissue valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a transthoracic echocardiogram was performed and revealed a mobile echodensity on the aortic valve and multiple punctate mobile echodensities on the atrial lead that were suspected to be thrombus or vegetation. Blood cultures were performed and were (B)(6). The lead remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.